Event description:
Customer states that she had to visit her doctor due to irritation experienced after using a condom. Doctor told the customer that she had vaginal inflammation that was most likely caused by a condom.